Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed failed battery test and low battery alert. Customer's blood glucose level was unknown at the time of the incident. There was no indication of troubleshooting or the issue being resolved. It was indicated that the insulin pump will be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with blank display due to moisture damage on the electronic assembly. Unable to verify failed battery test alarm, low battery alarm and perform the self-test, sleep current measurement, active current measurement and displacement test due to blank display. Insulin pump was received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage, cracked case behind the insulin pump at the battery compartment and minor scratched lcd window.